Event description:
Customer reported double the amount of diluent was added to row e when running gs hiv I/ii elisa using ortho summit. No error message was generated. An fse was dispatched and he was unable to duplicate the occurrence. Diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.